Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated, nor did the customer report any other failure prior to this service call. The gib board, pcb board, and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system had several thumbnail images that did not match with the image. Also the 9800 system had poor / grainy images. No pt injury was reported.